Event description:
(B)(6) 2015 (B)(4): it was reported that the first confirmed overdischarge (od) condition was seen on the patient¿s implantable neurostimulator (ins) due to noncompliance. The patient stated that they did not get good coverage from the ins (<(> <<)>50% therapy relief ¿ ¿loss of use¿) and just quit using the device (estimated it may be 8 months when last used). The first strike issue was discussed with the patient. The patient did not have time to have a physician mode recharge (pmr) performed and was to meet with the manufacturer¿s representative (rep) at a later date. When the rep later met with the patient to do a pmr, the patient reported this had happened at least 3 times. They were advised that they could try to do a pmr but it would just show end of service (eos) after the pmr. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a physician mode recharge (pmr) was not performed to reset the device. The patient was not receiving effective therapy and the doctor was considering a battery swap. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a manufacturing representative (rep) spoke to the patient today at request of the healthcare provider (hcp). An appointment was planned for (B)(6) to physician mode recharge (pmr) the device. It was then rescheduled for (B)(6). They met and it was a successful recharge after 1 pmr. Code 0x2608 was seen on the clinician programmer (cp). The rep programmed with 4 groups all having full coverage of painful areas. The patient was very pleased, as her pain went from "I could bite a nail in half" (8-10) to a 4. Exercising of implantable neurostimulator (ins) x5 and rational explained along with stressing weekly recharging after 5th cycle completed with the patient verbalizing understanding. The patient stated this was her first overdischarge. They discussed the 3 strikes rule, and the patient verbalized understanding. She was encouraged to call in the future at onset of need. Impedances were checked and found to be within normal limits.

Event description:
Additional information received reported it was noted the patient had one previous overdischarge where the battery was out for 10-12 months. The ins had been successfully recovered after overdischarge and the patient was getting good stimulation. It was noted the overdischarge count as of (B)(6) 2015 was one.